Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported a ¿rupture of holder (needle) luer lock¿ with juvéderm® volift¿ with lidocaine. Event was also described as ¿syringe fracture in the union with needle (luer lock); observation: empty syringe.¿ patient contact was made but there were no injuries. The needle from the package was used.